Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 0659230 central venous catheter allegedly experienced a fluid leak. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved is a twenty-two year-old, of 119 lbs. Patient gender was not provided.

Manufacturer narrative:
The device for the one reported event is expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 0659230 central venous catheter allegedly experienced a fluid leak. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved is a (B)(6) year-old, of (B)(6) lbs. Patient gender was not provided.